Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the risk management file and instructions for use document for this failure mode was conducted. Possible causes could include but not limited to traumatic injury, joint tightness, surgical positioning, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed.

Event description:
It was reported that a revision surgery was performed due to severe pain, anastomotic leakage and feeling of illness.